Manufacturer narrative:
(B)(4). This record was previously under core ID the same MFR number and core ID (B)(4) which was submitted on 9/23/2022. Per FDA instruction from 10/27/2022 this MDR is being resubmitted for testing.

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.